Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during readiness checks, the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test. There was no patient involvement.

Event description:
It was reported that post patient care, the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,e1(name & email),e2,e3,g2,g3,g6,h2,h10,h11corrected data: b5,

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unit failed the pim leak test". Unit fails the patient leak test, as well as the all manifold test. Unit pumps without issue however, when tested with trainer and testing catheter. Unit fails the 4th test of the pim section of the all manifold test. A getinge field service engineer (fse) had replaced the safety disk, drive side and successfully completed various all manifold tests without issue. Complete preventive maintenance the unit was calibrated and passed all functional and safety per factory specifications. The unit was returned to the customer and cleared for the clinical use. There was no involvement of the patient. Performed and tested in accordance with the cardiosave service manual p/n 0070-00-0639 rev r, in an attempt to recreate the reported problem. Found that during the 30 minutes test, the safety disk failed the membrane differential pressure with the results of 7 mmhg, factory specification is +/- 6mmhg., looks like is a leak in the safety disk. Retaining the safety disk in the failure analysis and testing department per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.